Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, undersensing was reported. Additional information was requested but not available on how the event will be resolved. The patient was stable.